Event description:
Pt with a history of coronary stenting in 2003, was admitted for an acute myocardial infarction, and received a taxus stent to the proximal/mid left anterior descending artery, overlapping the proximal end of the cypher stent. The pt developed chest pain the following day. A percutaneous transluminal coronary angioplasty was performed to the mid left anterior descending for a thrombus where the taxus and cypher stents overlapped. The pt was discharged home on routine maintenance medications. The pt was admitted again with an acute anterior myocardial infarction. A thrombus was noted at the taxus and cypher stent overlap. A second taxus stent was implanted in the mid left anterior descending overlapping the area where the first taxus and cypher stent overlap. The pt was discharged home. The pt was admitted again for an acute coronary syndrome and was recathed after receiving lovenox and integrilin. The reporter indicated a possible clot in the left anterior descending, which could have caused symptoms and EKG (electrocardiogram) changes. But on medical therapy with lovenox and integrilin the clot probably resolved. The pt will be managed with medications.